Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: a1: patient ID reported as (B)(6).

Event description:
It was reported that patient fell and experienced pain and immobilization. As a result of a fall, an implanted collarless corail stem broke cleanly in two from the neck in-situ and was removed from the hip during a revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, d9, d6b. Corrected: b3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: as a result of a fall an implanted collarless corail stem broke cleanly in two from the neck in situ and was removed from the hip during a revision. The product was not returned to j&j medtech orthopaedics, however a photo was provided for review. See attachment corail sz9 collarless.jpg. The photo investigation revealed that the post of the corail2 std size 9 is broken with the head attached to it. Additionally foreign substance that appears to be organic material can be seen, the observed condition is consistent with the explanation process. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the corail2 std size 9 may have been caused by the reported fall of the patient. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the corail2 std size 9 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: d3, g1 (manufacturing site name).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: as a result of a fall an implanted collarless corail stem broke cleanly in two from the neck in situ and was removed from the hip during a revision. The product was not returned to j&j medtech orthopaedics, however a photo was provided for review. The photo investigation revealed that the post of the corail2 std size 9 is broken with the head attached to it. Additionally foreign substance that appears to be organic material can be seen, the observed condition is consistent with the explanation process. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the corail2 std size 9 may have been caused by the reported fall of the patient. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the corail2 std size 9 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: as a result of a fall an implanted collarless corail stem broke cleanly in two from the neck in situ and was removed from the hip during a revision. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the neck of the corail2 std size 9 is fractured with the head attached to it. The fracture fragments were retuned for inspection. With the information provided is not possible to determine a potential cause at this moment. However, in support of the evaluation performed. It is suspected that the observed fracture of the corail 2 std size 9 may have due to an initiation fracture occurred at a location with cautery damage on the surface of the neck of the corail stem. The cautery damage acted as a stress riser, locally lowering the strength of the material. Consistent with a low stress high cycle fatigue fracture and therefore not caused due to a patient fall. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the corail2 std size 9 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: 3) no out of the ordinary delay for a revision. Stem cam cleanly out. 5) left side. 6) no allegation against the head, just the stem.